Manufacturer narrative:
Investigation findings: no lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending and analysis is performed monthly per pr-00023, where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that after 4 hours of wear, half of tampon came apart upon removal and tampon pieces remained inside of her. She went to her gynecologist the same day. Gynecologist removed remaining pieces. She also stated she experienced abdominal pain. There was no medication prescribed, no other treatment provided and no follow up appointment scheduled with her doctor. No additional information is available at this time.